Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
I sent this email last week and was told to contact this email address instead on thursday. I decided to leave it alone at that point. Then friday it literally happened again. You must fix this. I waisted 9 units of botox now as well. I was bleeding and couldn¿t then use botox of course. Date: monday, (B)(6) 2024. Subject: needle stick through the cap. To: (B)(6). Hello. This needle went through the cap after drawing up my patients medication and stabbed my finger. This is so dangerous & imagine it didn¿t stick me and then I gave it to my patient like that without realizing. It really hurt and now we lose the medication as well. I feel I should be compensated for this inconvenience.